Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely, as an impact is mentioned in the recipient's report. Also an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. Later in situ measurements show an additional channel with high impedance. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but the surgery has been put on hold at this time.

Event description:
A trauma was reported initially in 2014. Simultaneous re-implantation surgery was discussed. The user_s family have requested the re-implantation surgery be put on hold; therefore no re-implantation date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This is a late report, due to technical/software related issues.

Event description:
The user had fallen on a step and banged the head, although there was no reported swelling or bruising visible over the implant site after the incident approximately at end of july/beginning of (B)(6) 2014. As per the information received on october 01st, 2014, the recipient has begun wearing the device more consistently; feedback from the family was a lot more positive. According to the new information received on december 04th 2017, the recipient is still not a consistent device user. Possibility of re-implantation is being discussed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. Also an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user had fallen on a step and banged his head, although there was no reported swelling or bruising visible over the implant site after the incident approximately at end of (B)(6)2014. As per the information received on (B)(6), 2014, the recipient has begun wearing the device more consistently; feedback from the family was a lot more positive. At the moment the clinic is planning on trying to evaluate use with the existing device with new external equipment and fitting. Possibility of re-implantation is being discussed.